Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (360 mg/l) due to customer miscalculating carbohydrates that were eaten for dinner. Customer delivered a correction bolus to treat elevated bg level.